Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for failed back surgery syndrome and spinal pain. The patient reported that her unit had stopped working. The patient accidentally let it die and now it won¿t recharge. Additional information was received from the patient on (B)(6) 2019. The patient reported that her mother had passed away and she ended up with custody of her nephew and she forgot to charge. The patient reported that she went to see her doctor and a manufacturer¿s representative (rep) and she would be getting a new unit on (B)(6) 2019. The patient reported the issue would be resolved on (B)(6) 2019 and her unit was an older model that battery couldn¿t be replaced. The patient noted that she was excited to get a new unit. No further complications were reported.